Event description:
Physician commented the irrigant was extremely hot. Upon testing by the certified surgical technologist (cst), the product sparked, popped and emitted smoke. The defective handpiece was removed from the field and replaced.